Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, while stapling the bowel, the device locked on tissue and was also unable to be unloaded from the power adapter. The incision was extended by more than 2.54 cm and surgical procedure was extended for 60 minutes. It was also reported that another reload was used to complete the procedure while converting the operation from laparoscopic to an open laparotomy procedure. It was indicated that there was tissue damage and tissue loss due to the issue.